Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation the monitor was unable to properly communicate with the ECG and therapy electrode signals. The cause for the failure and messaging was isolated to a defective u701 on the computer/analog board. Additionally, the leads of high voltage capacitor c19 were lifted from their pads on the defibrillator board. The root cause for the defective component and damaged capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving frequent check therapy pad messages.